Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The lay user/pt called lifescan on november 16, 2006 and alleged that his one touch ultra meter would not power on. The med affair specialist listened to the recorded call between the lfs customer service rep and the pt to verify the info obtained. The pt stated that his meter would not power on. He went to the hosp in 2006 at approx 9:00 a.m. He felt dizzy, clammy, and light-headed at the time of concern. His blood glucose was 240 mg/dl. He was given avandia and glucophage at the hosp. It would have been helpful to know how long he was unable to test on the meter, when his symptoms began, his medication regimen, and how often he tests his blood glucose. The pt replaced the batteries, but reported that did not resolve the meter issue. During troubleshooting, he stated that he was unable to remove the battery cover, so, the pt and the cca could not troubleshoot the issue. This complaint is being reported, because the meter issue remained unresolved. Also, during the time the pt was unable to test, he began to experience symptoms, which required medical intervention to be given at the hosp. A replacement meter has been sent.